Event description:
It was reported the pt's device died too quickly. The device was replaced. The pt requested analysis of the device. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4). The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.